Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that an arteriotomy closure of a common femoral was attempted using a proglide device with a 6f sheath after an interventional percutaneous transluminal angioplasty procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly, a suture break occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.